Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reloaded the cartridge with 80 units or more of insulin and successfully resumed insulin delivery after resetting the pump, resolving the issue without further occurrences. Technical support concluded troubleshooting after ensuring the insulin was running correctly.